Manufacturer narrative:
(B)(4).

Event description:
It was reported that during suturing, insulation damage was observed. No electrical anomalies were noted. Patient did not want to implant a new lead. Suture sleeves and some medical adhesives to cover the broken insulation were applied. Patient was discharged and no further information was available.